Event description:
Rptr noted retinal tear occurred due to cutting performance of probe. Changed probes and completed case. Photocoagulation and air exchange were required.

Event description:
Pt reported as recovered, 10/2001.